Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode had received two inappropriate shocks while they were brushing their teeth. Oversensing of noise is suspected, however the patient will come in at a later time for further troubleshooting. Additional information provided from the field indicated the patient was brought back in for system testing. No noise could be reproduced through manipulation; however, noise could be seen when the patient was moving their body. X-ray imaging showed both the electrode and can had migrated from their original implant position. System impedances were taken multiple times during movement and also at rest, these were stable at 75 to 80 ohms. Surgical intervention was performed, and the electrode was re-tunneled deeper in the fascia. Afterwards, the field experienced difficulty inducing the patient into ventricular fibrillation, therefore a 10 joule sync shock was performed successfully. Some baseline noise was seen after the procedure, however none of it was sensed by the s-ICD system. The s-ICD system was reprogrammed and continues to remain implanted and in service. No additional adverse patient effects were reported. Additional information provided from the field indicated this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered appropriate shock therapy for ventricular tachycardia (vt). The patient was admitted to the hospital and the physician elected to implant a non-boston scientific insertable cardiac monitor (icm). Due to previous inappropriate therapies in the primary vector, the s-ICD was left programmed in the secondary vector. After the procedure, oversensing of noise was seen with the s-ICD system which correlated to spikes in pacing from the icm. Further testing of the system was performed, the s-ICD was reprogrammed with tach therapy off until the issue resolves. The s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode had received two inappropriate shocks while they were brushing their teeth. Oversensing of noise is suspected, however the patient will come in at a later time for further troubleshooting. Additional information provided from the field indicated the patient was brought back in for system testing. No noise could be reproduced through manipulation; however, noise could be seen when the patient was moving their body. X-ray imaging showed both the electrode and can had migrated from their original implant position. System impedances were taken multiple times during movement and also at rest, these were stable at 75 to 80 ohms. Surgical intervention was performed, and the electrode was re-tunneled deeper in the fascia. Afterwards, the field experienced difficulty inducing the patient into ventricular fibrillation, therefore a 10 joule sync shock was performed successfully. Some baseline noise was seen after the procedure, however none of it was sensed by the s-ICD system. The s-ICD system was reprogrammed and continues to remain implanted and in service. No additional adverse patient effects were reported.